Manufacturer narrative:
Insulin pump was received missing segments/partial display due to cracked and bleeding lcd. Unable to perform the displacement and self-test due to cracked bleeding lcd noted. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. Customer's blood glucose value was unknown. Troubleshooting was done but the display did not return to normal. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis.